Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Event description:
It was reported that during attempted implant, this lead failed to perform as expected. The product was removed and later returned for analysis. Another lead of same model type was implanted without additional findings and no resulting adverse patient effects were reported.